Event description:
Our customer called to request a preventative maintenance on their table 5803. The reason was that a pt fell off the table because the table rotated by itself. The pt hit their face and the extent of the injury was a minor cut on the lip. They tried to duplicate the problem but could not duplicate the error. A svc ticket ((B)(4)) was issued and an external repair order was issued requesting a svc tech onsite.